Event description:
Joystick stuck error message displayed. Also intermittent motion error. Rui console faulty and needs to be replaced.

Manufacturer narrative:
A ge rep evaluated the system and replaced the remote user interface (joystick). System operates as intended.